Manufacturer narrative:
Device evaluation: the product testing could not be performed as the lens was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record review was performed, there was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a ar40e monofocal intraocular lens (iol) was removed and replaced during the initial surgery. Reportedly, the doctor implanted, the lens and then under the microscope she could see a central opacity which was described as a central area of the lens which could have been left out in polishing. It was indicated that the lens is available. No further information was provided.